Manufacturer narrative:
Additional information: g3, h3, h6. The complaint allegation is confirmed. Photographic evidence provided from the field of an unpackaged ar-3670, with batch number 15348991, revealed that there was a drill stuck inside the guide. Additionally, the tip appears to be damaged. Therefore, arthrex was able to deduce the cause of the complaint misuse due to prying and leveraging the device with excess force during use.

Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
On 2/13/2025, a sales representative reported via phone that an ar-3670 fibertak biceps implant system had an issue. During a subpectoral biceps tenodesis procedure on (B)(6) 2025, when the surgeon was using the drill guide, he stated that at the very distal tip of the drill guide, it felt like a very snug fit and that the drill seemed too big for the drill guide. When trying to drill inside the patient, the drill got stuck inside the drill guide. Both devices were stuck together and removed from the patient in one piece. Nothing broke inside the patient, no debris was produced, and there was no harm to the patient. The complaint devices were discarded. Another ar-3671ds fibertak biceps disposables kit with an unknown lot number was opened and used with the fibertak double-loaded anchor from the ar-3670 fibertak biceps implant system to complete the procedure successfully. There was a 3-minute case delay reported, and no additional anesthesia was administered. This occurred during use with no reported patient harm.